Event description:
Patient was revised to address poly wear/destruction. The locking ring had disassociated from the liner but the liner was not disassociated from the cup. It was noted that the liner was spinning inside the shell. Update rec'd 05/11/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. An x-ray taken on (B)(6) 2015 shows a linear wire fragment along the base of the neck. At this time the ring and liner are being reported. The complaint was updated on: 06/09/2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.